Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer was treated for the low blood glucose with a shot. The customer was informed that there could be many reasons for low blood glucose. The customer stated that there was physical damage in the form of missing pieces from the insulin pump. The customer did not have access to the serial number of the pump to receive a replacement but they will call back with they obtain the serial number to their pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.